Event description:
Caller reported not seeing drops of insulin at end of tubing during fill tubing step of load sequence. There was no adverse impact to customer's blood glucose level. Cartridge was reloaded, allowing caller to resume insulin without further issues.